Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient ins that was implanted on (B)(6) 2019 depleted sooner. Caller reported that she do not have old setting. Caller do not know when patient's ins reached eos as his insurance takes about 3-4 months before approval. No symptoms were reported.